Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced elevated blood glucose (bg) levels ranging between 300mg/dl to over 500mg/dl and small levels of ketones. The contact would change the infusion sets and delivered a correction bolus to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The contact reported that the pump would continue to be used for insulin therapy.